Event description:
Received dream station 2 CPAP from phillips respironics to replace recalled dream station on (B)(6) 2022. About 10-1-2023 pressure would not start when power button pushed. Wait of 15 to120 seconds with an occasional "squeal" before motor would provide pressure. Contacted phillips on 11-08-2023. Received new machine (B)(6) 2023. First use new machine would not provide pressure. Have video where it took over two minutes to get machine to work. My concern is I have neutrophilic asthma, with the lack of pressure, aggravates breathing that is bad all ready. Relearning to start machine then put mask on. But what about those who get frustrated and do not use machine. Poor sleep, increase bp, increase chance of stroke, etc. Your help would be appreciated. Thank you and happy holidays. Reference report: mw5148531.